Manufacturer narrative:
Patient code: no known impact or consequence to patient. Device code: material/balloon rupture is addressed in the IFU. Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation.

Event description:
It was reported a cook ultraxx nephrostomy balloon was used for a cystostomy catheter exchange and the balloon was inflated successfully at the target site. However, the balloon ruptured when the user advanced a supplied clear sheath over the balloon. Another manufacturer's device was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation : a review of the complaint history, device history record, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: advance the sheath over the inflated balloon and into the proper position. The tolerances of the sheath and inflated balloon are very close. If resistance is encountered when advancing the sheath, it may be necessary to decrease balloon inflation to facilitate sheath passage. The visual inspection of the returned device reported the balloon has a circumferential split 2 cm from the proximal bond. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a physical evaluation confirmed that the balloon did rupture, however, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported a cook ultraxx nephrostomy balloon was used for a cystostomy catheter exchange and the balloon was inflated successfully at the target site. However, the balloon ruptured when the user advanced a supplied clear sheath over the balloon. Another manufacturer's device was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.